Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62, lead, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that a pocket hematoma occurred and there was a slight open area noted on the medial aspect of the incision. The patient was treated with antibiotics and steri-strips were placed. The device remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.